Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a measured blood glucose of 70 mg/dl and a steady trend; the user had not been meal announcing, and education was provided that lack of meal announcements can lead to overcorrection of hyperglycemia by the system. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose tablets and completion of troubleshooting and education without alarms or hospitalization. Investigation included user interview, review of available use information, and troubleshooting with education on proper meal announcement and low blood glucose action plan. Investigation of this case revealed user technique issues related to missed meal announcements contributing to hypoglycemia, with device function not otherwise implicated. It was concluded that the event was related to use error with hypoglycemia of unclear precise cause, and the user was counseled to follow their action plan and announce meals consistently. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.